Manufacturer narrative:
Result: the distal detachment tip (ddt) at the distal tip of the pusher assembly still contains the coil proximal constraint ball. The proximal constraint ball has a piece of broken stretch resistant (sr) wire still attached. The pet-lock at the proximal end of the pusher assembly is still intact indicating the coil was not detached manually or with the detachment handle. The coil is detached from the pusher assembly. The coil sr-wire appears to be broken. The coil was also stretched while being removed from the sterile pouch prior to evaluation. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coil detached itself in the microcatheter. Evaluation of the returned device confirmed that the coil was not detached properly. The coil proximal constraint ball was still inside the ddt and the coil sr wire was broken. These observations indicate that the coil was manipulated with a force in excess of the tensile strength specification of the sr wire material. The cause of the resistance which may have required the user to exert excess force on the system is unknown based on the description of the event and the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the coil was unintentionally detached in the microcatheter. The microcatheter was removed along with the c2 diagnostic catheter. The correct penumbra microcatheter was used and the following coils were deployed successfully. The procedure was completed with no reported adverse effect on the patient.